Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. The valve was successfully implanted with a final implant depth at non-coronary cusp (ncc) was 6.3mm and left coronary cusp (lcc) was 11.3mm. On (B)(6) 2026, at the 30-day visit, tte showed elevated gradients and lv dysfunction. On (B)(6) 2026, the CT results showed halt involving the right coronary involvement at a grade of 4 (75-100% of the leaflet) and non-coronary at a grade of 2 (25-50% of the leaflet). For treatment, the patient was placed on eliquis.